Event description:
Related manufacturer reference number: 2017865-2023-41113. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed under sensing on the implantable cardioverter defibrillator (ICD) and the right ventricle (rv) lead. The physician elected to explant and replaced the rv lead and programming changes were made on the ICD. The patient was in stable condition.